Event description:
A malfunction alarm was reported, and there was no adverse impact on the customer's blood glucose level. Although the malfunction code "malf 0" was displayed, and a fault ID was available, the customer had not previously reset the pump. Technical support provided pump reset instructions and assisted the customer with resetting the device. Following the reset, the malfunction did not reoccur, and the customer was advised to continue using the pump and to contact technical support if any issues arose again.